Manufacturer narrative:
The insulin pump had blank display due to faulty interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify display anomaly due to blank display. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a display anomaly. The customer could use the bolus feature to give insulin and the back light would come on but there was no screen display at all. The customer¿s blood glucose level was 134 mg/dl. Troubleshooting was performed. The insulin pump was not dropped. The battery compartment was not corroded. The customer did not have a new battery to test with the insulin pump. The device will be replaced and returned for analysis.